Event description:
The hospital reported that vasoview hemopro 2 (w/vasoshield) was not cauterizing well during the ligation phase of the procedure. Pre-cautery test was performed and that is when it was determined that the hemopro 2 wand did not work. Beeping sound was heard but no steam was produced. They tried on some soft tissue in the tunnel to confirm lack of energy delivery before troubleshooting began. Power setting was at 3 per the IFU. Troubleshoot did take time to swap out the cables and open the 2nd vh-4001 but the procedure was not delayed as the vein was procured in time. They tried replacing the cords without success. Vh-4001 was then replaced with a new kit using the original cables which seems to resolve the issue. No patient injury reported.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeds character limitations: (B)(6).

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000491013 history record review was completed. The lot # 3000491013 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a /is no r elation between the batch manufacturing process and the reported failure.

Event description:
N/a.